Event description:
A distributor reported a cartridge alarm event involving the user's pump, which was verified in the pump history. There was no reported impact to the customer¿s blood glucose level. The pump was within warranty, and a replacement was issued after the alarm recurred despite proper cartridge loading techniques. The customer declined to specify the type of backup therapy to be used during the interim period. Tandem technical support confirmed shipping details and provided instructions for returning the problematic pump within 10 days.